Event description:
The technician alleged the bed exit is not functioning; the bed exit is not able to be set. No pt impact.

Manufacturer narrative:
The technician found the bed was zeroed while a pt was in the bed. The technician had the account remove the pt and zero the bed to resolve the issue.